Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 22.5 diopter intraocular lens (iol) was explanted due to the physician implanting the incorrect power. The error was discover after the patient had left the operating room (or). The patient returned to the operating room and the lens was explanted and exchanged with a same model lens but a different diopter power. There was no incision enlargement, no vitrectomy and no sutures required. There was no patient injury post-op. The patient is currently doing fine.

Manufacturer narrative:
Additional info: (B)(6), gender/sex: male. Device available for evaluation: yes. Returned to manufacturer on: 01/10/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was observed cut in half. Residue of what appears to be viscoelastic ovd (ophthalmic viscosurgical device) was detected in the iol. Some scratches were also observed at the optic zone, indicating the device was handled and prepared for surgical use. Visual inspection at 10x microscope magnification was performed. Small particles that could be related to handling the unit were observed on the surface of the iol. The missing portion of the haptic was observed in returned lens. The iol optic appears cut and ripped and the iol was torn. Based on the evidence observed, the condition of the lens is consistent with a unit that has been damaged during the surgical process. The customer's reported event could not be verified. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review that were related to this complaint. The units were released according specification in compliance with the product intended use as required. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.